Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient had capsular contracture grade ii on the left side, and bilateral rupture was symptomatic. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel 275cc silicone prosthesis experienced spontaneous bilateral rupture and left sided granuloma post procedure. The mammography, ultrasound examinations confirmed the rupture, and granuloma. As a result, patient underwent bilateral subtotal capsulectomy, and replacements with mentor silicone prosthesis for left side lot#: 9537359, sn#: (B)(4), cat#: 3503004bc and right side replacement device is unknown on (B)(6) 2021. This report is for the right prosthesis.